Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage/blood loss/bleeding which did not require treatment. The customer reported the event involved product(s) mmt-7040a, and mmt-7841zn. The customer received a change sensor alert. The customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported a bent sensor (not a slight bend/curve). The customer reported the loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The customer deleted the transmitter serial number from the pump and repaired but the transmitter would still not communicate/trigger a sensor connected alert. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.